Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent diagnostic laparoscopy, exploratory laparoscopy, bilateral salpingo-oophorectomy, tension free vaginal tape, enterolysis, cystoscopy, and removal of vaginal mass due to sui, pelvic pain, and vaginal bleeding. It was reported that patient underwent mesh revision/removal ¿investigation continues¿ on (B)(6) 2004.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.